Event description:
It was reported to philips that the system was automatically shutting down. The device was outside use at the time of reported event. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported problem. After reviewing the log, it found there is an issue with power shutdown and application error. Upon troubleshooting, fse found the ups input is down, and the generator supplied power, but fluctuations from the stabilizer's voltage drop caused intermittent unavailability of ups input power. To resolve the problem, ups engineer suggested replacing the battery and input power frequencies and it found the issue was with the customer input power, as the hospital was using full generator power, not ep power. Fse rectifying the ups and incoming power supply issue, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is related to the third-party ups problem and this ups is not a part of the philips component and the issue caused by customer input power, as the hospital was using full generator power. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.